Manufacturer narrative:
It was reported that a lighthead allegedly fell off of a spring arm. This occurred after a case and during clean up. A stryker field service technician (sfst) evaluated the issue and found that the brake screws were loose. The sfst fixed the issues and all functions were normal. No adverse events or injuries were reported. A supplemental MDR will be filed if deemed necessary pending conclusion of the stryker quality engineer's investigation.

Event description:
It was reported that a lighthead allegedly fell off of a spring arm. This occurred after a case and during clean up. No adverse events or injuries were reported.

Manufacturer narrative:
It was reported that an e668 light head fell from the spring arm. This occurred after a case during clean up. The light head did not fall to the ground, it was caught by internal wiring. There were no reported injuries or adverse consequences. When the biomed at the site examined the state of the equipment, he determined the retaining screw and the brake screw were both partially backed out. The root cause of this failure is believed to be customer misuse in removing these screws.

Event description:
It was reported that a lighthead allegedly fell off of a spring arm. This occurred after a case and during clean up. No adverse events or injuries were reported.